Manufacturer narrative:
.

Event description:
It was reported that the patient presented to clinic with lead noise due to some sort of lead damage. Performing isometrics to see if the noise was reproducible was suggested. A lead revision is planned. No further information is available.